Event description:
It was reported that the subject device had double vision, and displayed images in green, red and white colors. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received that the device issue occurred during a therapeutic laparoscopic eventroplasty. The device failed when connecting and plugging it in. The procedure was prolonged 30 minutes while the patient was under general anesthesia and completed with another device (non-videolaparoscopy type). There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information and the results of the legal manufacturer's final investigation. Updated fields: b1, b2, b3, b5, d8, d9, g3, e1 (last name), e2, e3, g3, h1, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The r-unit (coupler) was broken and therefore the image was green. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section was cut and the fiber bonding in the outer tube area (distal end) was damaged. A definitive root cause of the broken r-unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.